Event description:
It was reported that the customer's insulin pump had a keypad anomaly during a bolus. The customer stated that when he pressed the "up" arrow, the numbers scrolled continuously up and when he pressed the "down" arrow, the numbers scrolled continuously down. The customer removed and reinserted the insulin pump's battery, but the issue persisted and the customer received a failed battery test alert. The customer's blood glucose levels are unknown. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The pump had intermittent button response on up and down buttons. The unit was received with normal operating currents. No failed battery test alarm noted. The pump also had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).